Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned packaging confirmed that the outer tyvek lid was sealed onto the inner tyvek lid causing it to separate the inner lid from its cavity when the outer lid was peeled open. Device history record was reviewed and no discrepancies relevant to the reported event were found. An investigation concluded that the root cause of the issue was likely the result of an operator error during the packaging process, and that procedures are in place to prevent this type of event from occurring. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the top of inner box was sticking to top of outer box. Surgery was completed with another implant.